Event description:
Customer reported erroneous high accutni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned. Another sample was drawn. Repeat analysis was performed with both samples. The test results were within the normal range. No report of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Analyzer was not provided. On (B)(4) 2010, the field service engineer verified the instrument hardware and alignments. Verified the transducer voltage settings. There were no hardware issues which would have contributed to this event identified. All verification testing passed. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.